Event description:
Facility reported: "using nitrous oxide in 2 cases 5 days apart. Heard and audible pop when the cuff "spontaneously exploded", leaving a 8x5mm tear in the cuff, as observed on extubation."